Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup insulin delivery method. Additionally, they guided the customer on how to prepare the malfunctioning pump for return.